Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level was 40mg/dl\. Troubleshooting was not performed. The device will not return for the analysis.

Manufacturer narrative:
Insulin pump passed selftest and displacement test. The brightness feature in the display options is functioning properly. No dimming display noted. Insulin pump received with pillowed keypad overlay.